Event description:
Affiliate reports that the pt developed hydrocephalus as a result of severe head injury. A valve was implanted sometime during the month of august (the hospital has not provided the exact date). In decemeber the pt arrived unconscious at the emergency department. A CT scan was performed and it showed a hydrocephalus condition. The ventricular and distal catheter was checked and was found patent. The neurosurgeon suspects a valve malfunction. The valve was explanted and a new pv of the same opening pressure was implanted.